Event description:
It was reported that the patient's ipg was at end of life. As a result, surgical intervention was undertaken on (B)(6) 2023 where in the ipg was replaced to address the issue. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates that the ipg was nearing end-of-life was confirmed. Analysis of the returned ipg found the device had declared elective replacement indication (eri) and end of life (eol). A longevity calculation and analysis confirmed the device had normal battery depletion to end of life. There is no alleged stated deficiency or malfunction of the device.

Manufacturer narrative:
Additional information indicates that the ipg was nearing end-of-life was confirmed. Analysis of the returned ipg found the device had declared elective replacement indication (eri) and end of life (eol). A longevity calculation and analysis confirmed the device had normal battery depletion to end of life. There is no alleged stated deficiency or malfunction of the device. This device is no longer reportable.